Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision . The iol was exchanged for another lens model 2 months following the initial implant procedure. The clinical reason for explant mentioned as wrong power lens. Additional information has been requested.